Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement on the right ventricular channel. Electromagnetic interference (emi) was suspected to be source of this. No changes have been performed. This device remains in service. No further adverse patient effects were reported.